Event description:
It was reported that patient underwent revision procedure in 2005. Modular head disassociated from bi-polar component and second revision procedure removed components about a week later.